Event description:
The customer reported via phone call that the device failed the audio test. The device failed the audio test during the call. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
The aware date provided ¿date received by manufacturer¿ in the initial report was incorrect. The correct aware date is december 21, 2018.